Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level was 50 mg/dl. Customer cannot find signal with transmitter and sensor. Customer stated that there were no damage to the connection bridge or pins. The device will not be returned for analysis.